Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via email of low and high blood glucose readings from the insulin pump. The customer stated that he had a few low readings last week of 55 mg/dl. The customer stated that it may be due to him not having much of an appetite. The customer stated that he did not eat much and had high readings of 400's mg/dl. The customer stated that he may have forgotten to give himself insulin and woke up with blood glucose readings of 330 mg/dl. The call was disconnected.